Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® ultra plus xc into the cheeks, bilaterally. Patient experienced a lump/granuloma on right upper lip. Biopsy was not provided. Treatment has not been provided and symptom is ongoing.